Event description:
It was reported that the patient complained of dizziness, palpitations, and fast heart rate when the patient was just sitting. It was noted that the implantable pulse generator (ipg) was set with sensor driven pacing rates which were possibly related to the symptoms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.